Manufacturer narrative:
Mar 27, 2017 design history review: the complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa21, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release. On sep 29, 2016: histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed the presence of intrinsic and-or vegetating calcifications. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted and deeply homogenated mostly under both surfaces. Inflammatory cells were present on leaflet c. Bacteria were not detected with the gram stain.

Manufacturer narrative:
Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tear. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . It is possible that the patient¿s clinical conditions and risk factors (aortic insufficiency and aortic valve stenosis ) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2016 that a mitroflow valve (lxa21, s/n (B)(4)) was explanted after 2 years due to insufficiency and stenosis.